Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an altitude alarm occurred under normal conditions. Additionally, it was reported that the insulin gauge was inaccurate across multiple cartridges and a minimum fill notification occurred after a cartridge was filled with 400 units of insulin. Customer¿s blood glucose was 133 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.